Manufacturer narrative:
No product has been returned for evaluation as there was no product malfunction alleged. No radiographs have been provided to confirm the alleged event. Even though root cause cannot be confirmed, a review of the reported event indicated event may be related to surgical technique. The surgeon switched back to the former product without incident and the patient was reported to have recovered. Labeling review: "...warnings carefully inspect product packaging and all device components for damage or defects prior to use. Do not use any device if it appears defective, damaged or otherwise compromised..." "...precautions correct selection of cohere cervical interbody fusion device components is extremely important. Carefully select the appropriate device size based on the needs of each individual patient..." "...potential adverse effects nerve damage due to surgical trauma or presence of the device...".

Event description:
As per reporter implant advanced anterior while still connected to the inserter and injured the anterior longitudinal ligament. The cage was reportedly removed.